Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Result: investigation summary bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the top web on the blister packaging was found to be in specification. As per the current product specification, the UDI barcode is located on the shelf carton box but not required on the unit package labelling (top web). Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion based on evaluation of the customer photos, the unit packaging was found to meet current requirements. The photos did not identify a specific product issue. Root cause description based on the investigation, a root cause could not be determined. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter had no barcode on package. There was no report of medical intervention or serious injury.